Event description:
It was reported that during a gall bladder procedure the doctor tried to fire clipper and malformed clips each time. Fourth or fifth firing. Attempted to ligate the cystic artery. Clip malformed. Same like product. No torquing or twisting of device. No unexpected resistance felt. No unexpected noises heard. No adverse event to patient. Five minute delay.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Multiple request for return of device have been made, but no device has been returned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: was the clip fully advanced into the jaws prior to firing? Probably not. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Outside. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.